Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure (ess205) (batch no. 508903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced anxiety ("anxiety"). In 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), alopecia ("significant hair thinning"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping,"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fungal infection ("yeast infection"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and her essure coils were removed.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, alopecia, abdominal pain lower, anxiety, nausea, dysmenorrhoea, fatigue, weight increased and urinary tract disorder outcome was unknown and the dyspareunia, allergy to metals, fungal infection, menorrhagia and bladder disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, menorrhagia, nausea, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: patient never experienced any of these conditions prior to receiving the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.154 kgs. Hysterosalpingogram - in (B)(6) 2015: results: both essure coils and full occlusion of both tube essure coils were placed properly. Quality-safety evaluation of ptc: unable to confirm complaint.~ most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("significant hair thinning"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping,") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (patient underwent a hysterectomy and her essure coils were removed.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, alopecia, dyspareunia, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia and genital haemorrhage to be related to essure (ess205). The reporter commented: patient never experienced any of these conditions prior to receiving the essure implant. Diagnostic results: hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.